Event description:
On (B)(6) 2010, it was initially reported that the pt lost stimulation starting 3 months ago. The device was reprogrammed and the pt had felt stimulation again, however, therapeutic effect was not as good as it was before. The stimulation later became intermittent, and starting 2 weeks from (B)(6) 2010 a loss of stimulation occurred again. It was noted that there was no known accident or incident that occurred, that could be related to the issue. On (B)(6) 2010, it was further reported that troubleshooting had been done. The lead was no longer in the right location, and the battery was near the end of its life. The device/battery and leads were replaced. The pt's outcome was not reported. Additional information will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).